Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleed was most likely patient condition related since the patient was coagulopathic and also had severe stenosis and calcium shelf.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella cp and another report will be submitted to represent the impella 5.5 used on the patient. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 70-year-old male presented with an acute myocardial infarction and cardiogenic shock and underwent placement of an impella 5.5 via a right axillary graft. The reported major bleeding event occurred during right axillary access for impella cp insertion, associated with resistance during sheath delivery and exacerbated by patient specific factors including antithrombotic therapy and coagulopathy. Hemostasis was achieved with sheath removal, and the patient required blood product transfusion. Based on the available information, the bleeding was attributed to impella access; however, the specific contribution of the device versus patient anatomy and clinical condition cannot be fully determined. The device will be returned for evaluation, and no replacement was requested. The patient ultimately expired following withdrawal of care, unrelated to device evaluation (case (B)(4)). Bleeding was noted; this is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements.